Event description:
Add'l info rec'd from MFR 8/20/03: the customer provided no sample or lot number therefore, co was unable to perform a failure investigation. During incoming quality control inspections, the bond strength of the drain is randomly tested at the bonded area of the flat drain to the tube as this is worst case. The acceptance criteria is a minimum value of 13.5 pounds. Previous investigation have shown that the most likely cause of the drain breaking is from accidental nicking or puncturing of the drain during placement or removal. The instructions for use (IFU) provided detailed info placing and removing the drain and cautions against any form of handling that may result in drain damage and/or breakage. The IFU also warns that surgical removal may be necessary if the drain is difficult to remove or breaks. The company has no info to suggest that the event was the result of any product deficiencies but rather is a known short-term complication of drain usage.

Event description:
Insertion of jackson pratt drain through anterior abdominal wall. Jackson pratt drain broke during removal by physician. Pt was discharged and re-admitted 4 days later. Returned to surgery to remove retained portion.